Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 323 mg/dl at the time of incident. The current blood glucose level is 134 mg/dl. The customer was reported other blood glucose value such as 63 mg/dl. The customer treated for low blood glucose with apple juice and high blood glucose level with boluses and manual injections. The customer was experienced result of high blood glucose level was dry mouth. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.